Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the working channel sleeve protruded. Reportedly, no part of the device detached. The procedure was completed with this spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.